Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device was explanted.

Event description:
Healthcare professional reported ¿rupture¿. Later healthcare professional reported "pain", "swelling" and capsular contracture baker grade I. Capsulectomy was performed. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, b.5, b.6, h.6.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.